Event description:
A customer reported that the pump screen was cracked, resulting in a broken display that remained black when the pump was powered on. The blood glucose level was recorded at 156 mg/dl. The device was set to be returned by the customer. No further information was provided regarding the customer outcome or actions beyond the pump's planned return and replacement.